Event description:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("essure probably perforated left tube during essure insertion") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "implant on right could not be removed by pulling, it was not anymore removable by hysteroscopy". The patient's medical history included cesarean section in 2010. Concurrent conditions included peritubal adhesions (left tube adherent to uterus after cesarean section in 2010). On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and complication of device insertion ("essure probably perforated left tube during essure insertion"). On an unknown date, the patient experienced endometriosis ("left sided endometriosis was found in essure removal operation") and complication of device removal ("implant on right could not be removed by pulling, it was not anymore removable by hysteroscopy"). The patient was treated with surgery (laparoscopic essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, endometriosis, complication of device insertion and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device insertion, complication of device removal and fallopian tube perforation with essure. The reporter considered endometriosis to be unrelated to essure. The reporter commented: essure removal at patient's request due to left sided lower abdominal pain (event started 6-9 months after essure insertion). Reporter related event "left sided lower abdominal pain" to endometriosis (found at removal procedure). Follow-up with patient after removal is not possible. Device was not in correct location - left tube was adherent to the uterus after cesarean section in 2010 and essure probably "have" perforated tube during the placement procedure, left essure implant was adherent to the omentum majus, it was taken off. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Laparoscopy - on (B)(6) 2018: left essure implant was adherent to omentum majus. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("essure probably perforated left tube during essure insertion") in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "implant on right could not be removed by pulling, it was not anymore removable by hysteroscopy". The patient's medical history included cesarean section in (B)(6) . Concurrent conditions included peritubal adhesions (left tube adherent to uterus after cesarean section in (B)(6) ). On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and complication of device insertion ("essure probably perforated left tube during essure insertion"). On an unknown date, the patient experienced endometriosis ("left sided endometriosis was found in essure removal operation") and complication of device removal ("implant on right could not be removed by pulling, it was not anymore removable by hysteroscopy"). The patient was treated with surgery (laparoscopic essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, endometriosis, complication of device insertion and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device insertion, complication of device removal and fallopian tube perforation with essure. The reporter considered endometriosis to be unrelated to essure. The reporter commented: essure removal at patient's request due to left sided lower abdominal pain (event started 6-9 months after essure insertion). Reporter related event "left sided lower abdominal pain" to endometriosis (found at removal procedure). Follow-up with patient after removal is not possible. Device was not in correct location - left tube was adherent to the uterus after cesarean section in (B)(6) and essure probably have perforated tube during the placement procedure, left essure implant was adherent to the omentum majus, it was taken off. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kgs. Laparoscopy - on (B)(6) 2018: left essure implant was adherent to omentum majus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.